Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with high, out of range high voltage lead impedance on the right ventricular lead. Impedance has been above the upper limit since last year. No intervention was performed. The patient will continue to be monitored.

Event description:
New information revealed that the high impedance was chronic based on an old alert. The patient notifier was disabled and the patient will continue to be monitored.